Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/14/2020. H.6. Investigation: bd received samples and photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub/collar separation through a corrective and preventive action (CAPA#1277214). See h.10.

Event description:
It was reported that prior to use with a bd vacutainer® eclipse¿ blood collection needle the shield broke loose from needle. The following information was provided by the initial reporter: eclipse came totally loose from the needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd vacutainer® eclipse¿ blood collection needle the shield broke loose from needle. The following information was provided by the initial reporter: eclipse came totally loose from the needle.